Manufacturer narrative:
Add'l info will be provided once investigation is complete.

Event description:
It was reported that brown liquid was seen leaking from the unit's battery following spike insertion into saline bag. Event occurred during a case and the unit was switched out. The procedure was completed without problems or delay.